Manufacturer narrative:
New information was provided with the reason for intervention; stenosis and regurgitation of the aortic bioprosthetic valve. The root cause and mechanism leading to this event cannot be identified or evaluated without subject device evaluation (remains implanted). No further action is required at this time.

Event description:
Information was received indicating the reason for replacement was aortic bioprosthetic stenosis and regurgitation.

Manufacturer narrative:
Additional manufacturer narrative: report of a transcatheter aortic valve implanted inside of a previously implanted valve (subject valve) after an implant duration of approximately six (6) years. The indication for intervention and/or additional information was not provided despite multiple follow ups with the healthcare provider. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that a (B)(6) male patient underwent an implant of a transcatheter aortic valve within the subject valve (valve-in-valve) after an implant duration of approximately six (6) years. The reason for intervention was not provided despite multiple follow ups attempts with the healthcare provider.

Manufacturer narrative:
This event was previously reported on emdr # 2015691-2013-20813 and is a duplicate report of an event.